Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: neu_recharger_acc, product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, : product type: lead. (B)(4).

Event description:
It was reported the patient's device was not charging. It was noted there was a coupling problem. It was logged it took 4+ hours to recharge and the "screen kept flipping back and forth/coupling bars", and this started 3 weeks prior to report. It was reported the patient met with a manufacturer representative and he was able to get coupling and sent the patient home to continue recharging. It was reported the patient recharged fine when she got home. It was noted that it started again the week prior to report. It was noted the patient was initially holding the recharger over the incision mark and got reposition antenna screen. It was logged the patient then moved their antenna 1 inch below the incision, and the patient got 2 bars. It was reported the patient then moved the antenna again and this resulted in 8 coupling bars. It was reported the neurostimulator battery was flashing 0-25% and it was reviewed with the caller that they could recharge more often for shorter periods of time. It was logged the patient lost some coupling bars. It was reported the patient was using the recharger belt because her hand got tired, but the belt did not stay hooked and came unsnapped, and that had been happening since implant. It was reported there was a warm sensation in or around the neurostimulator pocket during recharging. It was noted that after 2-3 hours of charging the antenna got hot on her back and was sticking to her skin. It was noted there were no error codes, and it only happened after hours of recharging. It was reported the recharger was larger, more complicated, and harder to hold and had too many problems. Additional information received reported that the patient was still having issues with their device or therapy but are working with a manufacturer representative or their health care provider (hcp). It was later reported that there was a coupling problem and heating during recharging. It was noted that it was hard to sustain coupling and it changed between 6, 4, and 2 bars. It was also reported that stimulation would turn on and off during recharging. It was also noted that the patient was considering explant but wanted to try another recharger first.